Event description:
Pt was prescribed the nti-tss device for use over 3 years. The patient reports the device has changed her bite and pulled the jaw back. The patient is also in a lot more pain now after using the device and has also developed sharp stabbing pains in the trigeminal nerve area that she didn't have prior.